Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced elevated glucose after being without a sensor for several hours; hunger was noted, and the user was instructed to manually enter blood glucose to obtain correction doses during sensor warmup, after which glucose later trended down to a low reading, with no further assistance requested. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.